Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported an angio-seal was deployed and the pt was reporting pain after the procedure. Approx six hours later, the physician was called, as the pt had no distal pulses and the groin area was bruised. The pt was taken back to the cath lab, where the axillary artery was accessed and an angiogram revealed no blood flow was observed where the angio-seal was placed. A balloon catheter was used to compress the anchor to the intima of the vessel. Post procedure, blood flow was restored. Two days later, the pt's groin and leg both had good color and there were no further complications. Add'l info was not available at this time.